Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that refrigerator door failed. A field service engineer verified that the customer had addressed the issue prior to his arrival. The system functioned as intended.

Event description:
It was reported by the customer that pyxis medstation es system had fridge failure. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.